Event description:
A 3rd party acting on the manufacturer¿s behalf reviewed an internet forum, and it was reported by an anonymous individual that they had a bad week due to bad seizures. And the vns causing a lot of chest pain and shooting pain down their arm and back. The patient then indicated that the vns and their medications weren't working. No further relevant information has been received to date .